Event description:
Patient presented to the physician with an infection at the neck incision site, with the stimulation lead eroding through the skin. Physician prescribed antibiotics. Physician brought the patient into the or four days later and explanted the entire inspire system. Postoperative antibiotics were prescribed.